Manufacturer narrative:
Additional information received from the local field representative indicated that the clinic was contacted and has not received a remote monitoring alert. The patient is scheduled to see their physician in the near future. At this time there was no indication of a device malfunction.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this pacemaker displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.